Manufacturer narrative:
Concomitant medical products: model: 694758, lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right atrial (ra) lead displayed intermittent atrial undersensing on stored electrograms (egm's) and high atrial thresholds. Additionally, the right ventricular (rv) lead exhibited an rv tip-to-rv coil lead impedance warning. Follow up was conducted and it was verified that no reprogramming has been completed at this time. The leads remain in use. No patient complications have been reported as a result of this event.